Event description:
While using the apollorf xl90 aspirating ablator, during a shoulder arthroscopy, the metal piece came off of the ablator tip. The shoulder was examined arthroscopically without finding the tip. The ablator was saved with packaging and taken by the arthrex rep.